Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the damaged adhesive around the objective lens and the areas with missing sealing agent at the objective lens was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited damaged adhesive around the objective lens, and there are areas with missing sealing agent at the objective lens. There was no patient involvement.